Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 was failed got error message device not detected on bus. Customer tried to reboot and recover the drawer, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer instructed the customer to follow the on-screen prompts while attempting to recover the storage space. Upon completion of the prompts, the drawer was successfully recovered. The failed storage space was recovered by the customer, followed by successful inventory, load, and unload of the cubie. All tests were completed and verified to be functioning correctly. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.